Event description:
Info rec'd indicates the siderail will not latch.

Manufacturer narrative:
The technician found the siderail end tube was broken. He replaced the siderail end tube to repair the bed.